Event description:
I have one of the recalled philips bipap machines. I have diagnosed moderate (I think) sleep apnea. Have been using the machine for about 15 years. Have been diagnosed with asthma, as well. Have had several sinus infections that I believe are related to the use of the machine, the latest being last month may 2022. There have also been plenty of times I have woken up after using the machine where my lungs and sinuses, and even sometimes my ears and eyes have felt stuffy and inflamed. Never received a single notice from philips about the recall, had to learn about it on the local news in my city. FDA safety report ID # (B)(4).